Event description:
On (B)(6) 2012, the company received info from a counsel representing a home respiratory equipment distributor related to an alleged incident(s) involving two companion 1000 portable liquid oxygen units and three stationary base liquid oxygen units. Counsel reported the pt (g.s.) Was allegedly hospitalized and treated for a bacterial lung infection, and subsequently passed away. Below are the five reported serial numbers of the units (stationary #3 is an invalid serial number): portable (c1000) #1: sn (B)(4); portable (c1000) #1: sn (B)(4); stationary base #1: sn (B)(4); stationary base #2: sn (B)(4); stationary base #3: sn (B)(4) (invalid). The counsel contacted the company about providing assistance in a filling test protocol. The counsel planned to test and inspect the above subject units. The company is not aware of any test results and has not been involved with the testing.